Event description:
Device 1 of 2. Refer to MFR report # 1627487-2014-08322. It was reported that the pt's scs leads were revised on (B)(6) 2014 to address the pt's loss of effective right-sided coverage. During the procedure, the 3286 model lead was noted to not be connected to the ipg. The lead was then connected to the ipg. The pt is reportedly receiving effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.